Event description:
It was reported during a lead revision (ref: 1627487-2024-10500) the left lead was attempted to be removed and broke, and half of the lead was left implanted. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the entire system was explanted.